Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when connecting the charge on the same stapler, it did not close correctly, and then tried to make the clipping but no access. The charge was replaced and the problem continued. Manual resection was done. There was no patient injury.